Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the distal delivery coil was missing, and that the proximal delivery coil measured to be approximately 5.8 cm in an elongated condition. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the retracta detachable embolization coil release system could not be retracted into the catheter following the deployment of the coils. The release system (also referred to as "the pusher" by the customer) was stretched out and subsequently broken as a result of the issue, and a fragment was left inside the patient. The patient was later taken to the operating room for the removal of the fragment from the renal artery, which the customer reported "continued to the skin" (sic). The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.